Event description:
Information was received indicating that this ambulatory infusion pump over delivered by +10.20%. It was not specified whether or not this occurred during infusion. It was also noted that this pump exhibited screen damage. No adverse patient effects were reported.

Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "failed accuracy 10.20%, screen damage". Visual inspection found the pump to be in fair physical condition with a scratched rear housing and scratched screen. Inspection of the pump's event log showed no evidence of reported problem of failed accuracy. Three delivery accuracy tests were performed. At leastone of the tests found the pump to be outside of the delivery accuracy manufacturing specification. The expulsor was replaced to bring delivery accuracy into specification. Therefore, the customer's reported problem was confirmed. What caused the reported (primary) problem was the expulsor. Who caused the reported problem is unknown. Review of the device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.